Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. (B)(4).

Event description:
Customer called in to report that his insulin pump act button was not responding and he was unable to bolus for a meal. Advised that the insulin pump will need to be replaced, to discontinue use of it, revert to a back-up plan her doctor instructions and the insulin pump needs to be replaced.